Event description:
Attorney reported & medical record review: in 2008 -- the patient underwent a hernia repair surgery, the physicians used two bard composix l/p mesh patches. "While in the hospital, the patient developed some respiratory failure [healthcare-associated pneumonia] and then localized wound infection." Patient underwent would care and antibiotics treatment. Wound culture - staph. The following month -- due to infection and wound dehiscence, the composix l/p mesh was removed and replaced with a bard collamend mesh. The second attempt to repair the patient's ventral hernia with bard manufactured mesh also failed. The bard collamend mesh similarly became infected leading to wound dehiscence. One week later -- the patient did undergo yet another ventral hernia repair surgery procedure in which he was implanted with a non bard mesh.

Manufacturer narrative:
Report indicates that the patient had an established wound infection at the time the device was implanted. Per the warning section of the IFU: "if an infection develops, treat the infection aggressively." Based on the available information, there is no indication that a device failure occurred. See MDR 1213643-2009-00383 and 1213643-2009-00384 for information related to the composix l/p mesh patches implanted in 2008.